Event description:
Pt self connected blood pressure tubing that was connected to an automatic bedside monitor to an IV needleless port. When the blood pressure monitor cycled fro a blood pressure reading the air was expelled through the IV needleless port and into the IV catheter line. The pt did not survive this event.